Event description:
Caller from inform system user facility reported neonate patient blood glucose results: 8:01 - 39 mg/dl 8:06 - 37 mg/dl 8:10 lab draw - 19 mg/dl controls were run day before incident and again day of/after the incident. Both levels passed. The baby was jaundiced when born, but was treated for this. The baby was symptomatic of low blood, was treated based on the lab result of 19 mg/dl. This wasn't a fasting result. No hematocrit results provided. Reported no adverse event relative to discrepancy. A request was made for the return of the meter, strips, and controls, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the insulin pump alarmed. Troubleshooting was performed. It was stated that the device had a frozen display and unresponsive buttons. The insulin pump rested for couple hours and the error alarm continued. No further info was provided.